Event description:
It was reported that a patient presented as an in-patient due to implantable cardioverter defibrillator (ICD) pocket erosion. It was noted a couple days earlier that there was bleeding from the pulse generator site, although further inspection revealed a deeper erosion that exposed a portion of the device. The ICD was explanted and replaced on (B)(6) 2022. Culture results were negative for any potential infection. The patient was stable throughout.

Manufacturer narrative:
Correction - b1 - "product problem (e.g., defects/malfunctions)" should not have been checked in report submitted on (B)(6) 2023. Correction - h10 - statement of "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined," was not included in previous report submitted on (B)(6) 2023.